Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2026. During the procedure, the balloon was observed to be leaking liquid during deployment. The procedure was completed with another cre wireguided dilatation balloon. The type of procedure and the anatomy location of the procedure are unknown and are being reported as the pinhole may have occurred in the esophagus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2026. During the procedure, the balloon was observed to be leaking liquid during deployment. The procedure was completed with another cre wireguided dilatation balloon. The type of procedure and the anatomy location of the procedure are unknown and are being reported as the pinhole may have occurred in the esophagus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 25,2026. It was also reported that there was visible damage noted on the balloon.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location. Block h2: additional information: block b5 (describe event or problem) and block h6 (device codes) block h11: investigation results. The returned cre wireguided dilatation balloon was analyzed, and a visual examination found that the balloon had no damages. Functional and microscopic inspection were performed, and the balloon was inflated without any problem; however, it was not able to hold pressure due to a pinhole in the balloon, which produces a leak. The pinhole was located approximately 60 mm from the tip. No other problems with the device were noted. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. With all the available information, boston scientific concludes the reported event of balloon leak and balloon damage were confirmed. The analysis on the returned device found that the balloon had a pinhole located approximately at 60 mm from the tip of the device. It is possible that the pinhole found in the balloon occurred due to factors encountered during the procedure or it can be due to excess pressure. Also, it is possible that interaction with any kind of a sharp surface during or previous to the procedure could create friction on the balloon and could have caused the pinhole found on the balloon. These factors and interactions could influence the damage found in the balloon. Therefore, the most probable root cause is adverse event related to procedure.